Event description:
Rn went to change the syringe rn noticed dripping from where the syringe meets the tubing of the continuous fentanyl drip. Estimated that there was < 1cc on the floor. When the rn changed the syringe and tubing noticed that the end of tubing was cracked. New syringe and tubing applied. Pt remained sedated appropriately.